Manufacturer narrative:
The customer's allegation was not reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. A device history review revealed no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the laparo-thoraco videoscope had a cloudy video. This issue occurred during preparation for use. There were no reports of patient harm or injury.